Manufacturer narrative:
Device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that the 760 ventilator would not power up. The device was available for evaluation. The service personnel (sp) inspected the ventilator. Found relevant diagnostic codes. Replaced the controller printed circuit board (pcb) and pressure solenoid (psol) printed circuit board (pcb) along with updated the non-volatile random-access memory (nvram). The ventilator passed all testing per manufacturer specifications at the time of service and was returned to the customer. One controller pcb was received for failure analysis. A visual inspection was carried out on the returned controller pcb, no anomalies were observed. No fault found ¿ replaced as a precaution. The psol pcb was returned for further analysis. The fi test-bed device failed post and fault was isolated to component u44. The cause of the event was isolated to electronic component failure u44 on psol pcb. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the 760 ventilator would not power up. The ventilator was not in use on a patient at the time of the reported e vent.